Event description:
Report revealed through litigation. Catheter was being used by the plaintiff's surgeon in 2006. During the procedure, the catheter fractured, lodging into his chest cavity.

Manufacturer narrative:
Unfortunately, the sample was not rec'd for eval and the lot #s reported were incorrect. Therefore, based on the limited info, no further investigation could take place and the exact cause for the issue reported could not be determined. This prod complaint was rec'd through the cardinal health legal dept and therefore, no contact with the customer can be made at this time.